Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for a meniscus repair procedure, when opening the fast-fix 360 curved sterile package, the package seemed to be opened on one side. A back-up device was available to complete the procedure and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packing process found that the operator should confirm the presence of seals on all edges of the pouch. A review of the customer provided image found the inner pouch package opened. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.